Event description:
It was reported that guidewire and sheath were inserted without difficulty. Iab was advanced over guidewire and through sheath. Several unsuccessful attempts were made to remove guidewire from catheter. Catheter & guidewire were removed together. Existing sheath remained in place and datascope guidewire & catheter were inserted without problems. There were no reported patient complications.